Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door two was failing to signal the open/close status correctly when the latch initiated opening, causing the latch to click three times. A field service engineer cleaned all latch metal connection points to the wires with a wire brush and then applied carbonated grease. The field service engineer applied stabilant to the baked connection points for the wire harnesses. A field service engineer tested the device in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer required multiple recovery attempts to fix. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.